Event description:
Catheter leaking at the bifurcation immediately upon insertion. Pt had to be admitted to intensive care.

Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when completed.